Manufacturer narrative:
K142688 is the PMA/ 510 (k). The complaint issue was reported as follows: ¿needle would not be retracted in sheath.¿the device involved in this complaint is an echo-hd-19-c device of lot# c1153831. This echo device was received with the needle un-retracted and exposed approx. 3.5mm from the sheath of the device. The stylet was returned with the device and fully in-situ. The sheath was examined and no kinks were visible below the sheath extender, when the sheath extender was positioned at reference mark 2 or along the sheath length. On evaluation of the device the needle could be fully advanced and retracted confirming the needle was not broken. The needle was noted to be bloody and slightly curved on advancement, but it was confirmed that the curvature of the needle extension was the standard shape-set caused by the elevator of the endoscope used during the procedure. The sheath tip was examined under the microscope was noted to have a signs of damage (semi-circular indentation). This damage coincides with the shape of the needle notch at the distal end of the needle. The needle was examined under the microscope and was confirmed to be intact and no damage to the distal needle tip was observed. On closer examination, it was noted that the needle was caught on the sheath tip approx.3.5mm from the distal tip of the needle, at the notch. The issue experienced by the customer most likely occurred when the needle notch got caught at the distal sheath tip during the first and second puncture which resulted in needle retraction difficulty. Although the needle could be advanced and retracted into the sheath without any issue during lab evaluation, the customer complaint was confirmed based on the type of damage noted to the sheath tip and customer testimony. However, as the conditions of use cannot be replicated during the device evaluation it is not possible to determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After the first puncture, the needle would not retract fully in to the sheath. During removal of the device from the endoscope, the needle was partially outside the sheath tip. After taking the specimen from the needle, the user confirmed the needle could be retracted fully into the sheath, so he performed the second puncture with the complaint device. However the same problem occurred, but this time, the needle would not retract fully even after taking the specimen sample from the needle. The user reported as "the needle was pushed back even it could be once pushed into the sheath". Enough specimen was collected with this device, so the procedure was completed.